Event description:
During an initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported the physician experienced difficulties implanting the alp due to position if the right atrial appendage and the curvature of the catheter. The case was abandoned. The patient was stable throughout the procedure.